Event description:
It was reported that the customer's infusion set tubing has been tearing apart while sleeping. The customer was attempting to insert a new infusion set when the insulin pump alarmed no delivery during a manual prime. The customer changed the infusion set again and was able to continue delivery. The customer's blood glucose was 170 mg/dl. Troubleshooting could not be completed because the customer had already changed the infusion set. Advised to call back if the issue recurred. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.